Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip entanglement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to echocardiogram equipment. When advancing the clip, the clip got caught on chordae and could not be freed. Troubleshooting was unsuccessful. With the clip still entangled, the leaflets were still able to be grasped and the clip was deployed. The clip then detached from the posterior leaflet and remained attached to the anterior leaflet (slda). There was no injury due to the entanglement and no injury due to the slda. Mr was at grade 3 after the slda. No additional clips were attempted to be implanted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and a cause for the reported entrapment of device associated with the clip becoming entangled with the anatomy (chordae) cannot be determined. Additionally, a cause for the single leaflet device attachment/slda cannot be determined. The image resolution poor was related to imaging being difficult due to echocardiogram equipment and thus related to procedural circumstances. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.